Event description:
During a procedure the transend ex .014/205 soft tip was used with a microcatheter for 10 minutes, and pulled out. Then, when it was intended to be inserted into the microcatheter, the proximal segment broke. The operation went successful with another unit.